Event description:
It was reported that the error message "safety-s" was displayed on a hl20 pump. The event occurred during a routine check. No harm to any person has been reported. Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that the error message "safety-s" was displayed on a hl20 pump. The event occurred during a routine check. No harm to any person has been reported. A getinge field service technician (fst) was sent for investigation and repair on (B)(6) 2023. The failure could not be replicated and no parts were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The failure can be linked to the following most possible root causes according to the hl 20 risk assessment: wrong pump speed because of: - wrong ratio between master-slave pumps due to communication error the review of the non-conformities has been performed on (B)(6) 2023 for the period of (B)(6) 2019 to (B)(6) 2023. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on (B)(6) 2019. Based on the results the reported failure " error message safety-s" could not be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.